Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This was noticed on (B)(6) 2010 when pt attempted to bolus for lunch. Pt has used this infusion device "for a while" and boluses 5-6 times per day. Down button pops up after it is pressed. Up button continues to function as intended. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.